Event description:
It was reported that asymptomatic patient presented to the ER with a device that was post-sensed t-wave oversensing. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. Program ing changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.